Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited high out of range pace impedance measurements of greater than 3000 ohms. This device remains in service. No adverse patient effects were reported.